Manufacturer narrative:
The device was received for evaluation. During functional testing, ''pump has a door latch problem, it gets stuck in the ""close door"" screen' was reproduced. Evaluation experienced the device displays a close door screen after loading a set and closing the door due to upper latch switch inoperable. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an inoperable upper latch switch.t he upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of door latch problem and gets stuck in the close door screen. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.